Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The female connector was connected and disconnected by hand using the returned adapter with no issues. The connection issue was not verified, however, the reported condition of separation between the female connector and main the body was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue) and the main body of the minicap transfer set; further described as ¿the dark navy piece would not attach to the transfer set." This was observed while disconnecting after peritoneal dialysis (pd) therapy. The dark blue piece was unable to disconnect from the patient line of the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.